Event description:
It was reported that patient was on the on-q approximately 2 1/2 years ago after a second lumbar laminectomy and developed an infection after their surgery. One week after surgery pt noticed a lump that extended above the top of their incision and was subsequently hospitalized and had surgery to remove the lump. Patient states that they were diagnosed with "ankylosing" spondylitis a year ago and their family physician said that this is typically caused by a bacteria or spinal infection. It is unknown at what point the infection occurred or the source of the infection but the patient is now reporting to determine whether on-q contributed to their problem.